Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr was shedding metal debris during osteoplasty. The same device was used to complete the procedure. All metal debris was removed from the patient. A delay of less than 30 minutes was reported with no patient impact.